Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Customer's blood glucose was 507 mg/dl at time of incident. Patient's current blood glucose was 44 mg/dl. Customer reported that site is changed every 2/3 days as per IFU and cdc guidelines. Customer reported that insulin vial was cloudy. Customer took a shot with injection as treatment for high blood glucose and did not complete the troubleshoot for high blood glucose because customer has to go to work. Insulin pump will not be returned for analysis.